Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Carotid wallstent/filterwire ez pmss clinical study. Same case as: 2134265-2010-04778. It was reported that during a carotid stenting treatment procedure, no flow occurred. The lesion being treated was located in the right common carotid/internal carotid artery. The lesion was predilated. During the deployment of the filterwire and placement of the carotid wallstent, slow flow was confirmed. Post dilation was performed with an unknown balloon. No flow was confirmed. It was further indicated that clogging of the filterwire occurred. The filterwire was removed from the patient's body after the clot was aspirated. The procedure was successfully completed and the patient's outcome considered resolved.